Event description:
It was reported that, during meniscus repair, the fast fix t1 fall off and could not be secured in the meniscus. No significant delay and a back up was available to complete the procedure. No other complications were reported. Results of investigation have concluded that this unit was found in t2 distal deployment position and the actuator was stuck, also t2 has been removed from the suture. The suture is frayed where t2 was removed and the actuator has been fired. All information mentioned is indicating that t1 and t2 were deployed and then t2 was cut from the suture which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the packaging the device was received in showed a batch number as 2036751 and the box the packaging was in showed a batch number of 2036752. The suture and anchors have been removed from the device. T2 has been removed from the suture and not returned with device. The suture is frayed where t2 was removed. The actuator has been fired. A functional evaluation revealed the actuator was stuck at the t2 deployment distal position and not able to be moved. A review of the customer provided image reveals that t2 has been removed from the suture and that the anchors have been detached from the device. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force applied during knot reduction. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Corrected information in h6 (health effect - impact code & medical device problem code).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during meniscus repair, the fast fix t1 fall off and could not be secured in the meniscus. No significant delay and a back up was available to complete the procedure. No other complications were reported. Results of investigation have concluded that this unit was found in t2 distal deployment position and the actuator was stuck, also t2 has been removed from the suture. The suture is frayed where t2 was removed and the actuator has been fired. All information mentioned is indicating that t1 and t2 were deployed and then t2 was cut from the suture which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.